Manufacturer narrative:
The reagent lot number was 766152. The expiration date was not provided. The field service engineer found there was poor vacuum. He replaced the vacuum diaphragms on the pump and checked the rinse levels. Precision checks passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra creatinine plus ver.2 assay results from the cobas 6000 c 501 module. The initial result was 2.6 mg/dl. The repeat result was 0.72 mg/dl and was believed correct.